Manufacturer narrative:
The insulin pump had a blank display due to a broken solder join. Unable to perform, the displacement test due to the blank display.

Event description:
The customer reported a blank display on the insulin pump. The customer stated that the insulin pump was not exposed to moisture, but it was exposed to an xray a few times. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 307 mg/dl. Nothing further was reported.